Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a pairing failed notification when attempting to connect a freestyle libre 3 plus sensor, after which an agent instructed the user to toggle settings and rescan, resulting in successful pairing and the device displaying warmup time. No adverse clinical symptoms reported. Outcomes included resolution of the pairing issue without medical intervention or hospitalization. User support included a technical troubleshooting assessment conducted remotely. Investigation of this case revealed a transient connectivity or pairing issue that cleared with standard troubleshooting, with no device component replacement and normal function observed after rescan. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity factors that were resolved through routine troubleshooting.